Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that the battery depleted alarm caused the pump to shutdown. The pump displayed battery communication timeout? At 14:10, and was unplugged form ac power at 20:07:16. The battery depleted alarm was immediately triggered at 20:07:4. The pump displayed base not responding? Then powered off. Battery level at the time of incident was shown as 97.9%. There was a cracked battery door around the screw, and no sign of fluid ingress. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.